Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2000. Pre-implant aneurysm and vessel morphology are unknown. The pt has a history of chronic obstructive pulmonary disease, coronary artery disease with previous myocardial infarction, atrophy of the left kidney due to renal artery occlusive disease, severe peripheral tibial occlusive disease, severe peripheral vascular disease, nicotine abuse, alcohol abuse, and progressive memory loss. It was reported that the device migrated distally and the aneurysm neck had enlarged to 31mm in diameter. There was no evidence of endoleak. A talent aortic cuff was implanted to ensure an adequate seal. Post-procedure, the pt developed gangrene of the lower extremity, and was taken to the operating room two days post-procedure for amputation of the leg. The pt died in 2003 of sepsis.